Event description:
Information reported to davol: it was reported that while irrigating during a surgery the purple tip of the simpulse irrigator came off and had to be retrieved from the femoral canal. The device was replaced with another one and the procedure was completed.

Manufacturer narrative:
A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.